Event description:
A surgeon reported that poor aspiration occurred while in the extrusion mode during surgery. The product was exchanged and the procedure was completed with no harm to the patient.

Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received for eval. A root cause has not been identified. (B)(4).